Event description:
An rn was in the process of re-assigning the units statview telemetry pagers to the new caregivers at shift change. She wanted to clear the previous assignment and begin re-assigning the new shift. She followed the systems prompts and came to a screen which displayed her units pager assignments. She was offered two choices: 1)caregiver setup add/removal 2) clear assignments for all caregivers. She selected the latter. Unbeknownst to the rn this function clears all the pager assignments on all other units that are assigned to this server.it then invokes a default that sends all alarms to all pagers potentially overloading the system flooding the caregivers with pager alarms and leading to desensitization of the staff and missed alarms.